Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. The device passed the functional testing which included the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with a black shadow on the display due to warped and uneven pcbon on the lcd board. The device failed to vibrate during the self-test due to broken black vibrator motor wire. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic representative reported via phone call customer hospitalization. Customer had a diabetic ketoacidosis episode and was currently in the hospital. Customer has been off of the insulin pump for the past month and there doctor wanted the device replaced before they get back on it. Customer had been using manual injections when they experienced the diabetic ketoacidosis episode. Customer was advised that the device would be replaced and agreed to return the product for analysis.